Manufacturer narrative:
One device was received for evaluation. Visual inspection found the downstream occlusion (dso) seal to be coming off. Functional testing was able to duplicate the reported problem. The dso seal was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that " the bolus connector is broken". There was unknown patient harm or adverse effects. The evaluation revealed that the downstream occlusion seal was coming off.